Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that multiple half-height cubie pockets were not detected on the bus. A field service engineer (fse) found that the enhanced half-height cubie drawer 3-1 in the auxiliary cabinet had failed, with all pockets off the bus. The fse re-seated the connections, inspected, and tested the drawer. All lights were functioning, and the drawer opened and closed in diagnostics, but no pockets were detected. The fse cleaned foil shards and debris from the drawer and row boards, re-seated all connections, and applied a firmware fix. The drawer tested successfully in both diagnostics and the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, multiple half height cubie pockets were not detected on the bus. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. However, there were no adverse events or injuries reported based on this event.